Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a trellis device. The customer reports following a successful trellis removal of a large clot burden from the vena cava and left iliac system, the physician attempted to clear the ileo-femoral segment, when the patient became agitated, with difficulty breathing. In order to place the patient in supine position, aspiration of the ilio-femoral was quickly undertaken. After all catheters were withdrawn, the patient suffered hypoxic, bradycardic arrest requiring resuscitation; he eventually expired after one hour. Clinical impression of the md was that the patient suffered pulmonary emboli of numerous small fragments. There was no reported issue with the trellis device. No autopsy - me declined.

Manufacturer narrative:
Submit date: 05/31/2011. An investigation is currently underway. Upon completion, the results will be forwarded.